Manufacturer narrative:
The device has been received, but an evaluation has not been completed; therefore, a failure analysis is not available and the relationship between the device and the cause of the event is undetermined. A device history record review and product family complaint trend review are in progress; results will be provided in a follow-up medwatch report.

Event description:
It was reported to boston scientific corporation in 2007 that a wallstent endoprosthesis biliary stent was used in a biliary duct stenting procedure on an adult male pt (age and weight unk). According to the complainant, "[a]fter introd[uc]tion of [the] device into the patient['s] body there were difficulties [releasing] the stent from [the] delivery system. Finally when the stent was released unfortunately it appeared that both ends of stent (struts) were fissioned [deformed] significan[tl]y. [The] [p]hysic(I)an had to remove the stent out of the patient['s] body. It was done by snares [product and manufacturer unk]. Another stent of this size was not available at that [moment], so [the] physician implanted (a) plastic stent instead [product and manufacturer unk]." According to the complainant, the pt's condition was "good" following the procedure.